Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported intermittent shutting down, which was not reproduced. The symptom was confirmed through a review of the event history log. During eval, a chaffing backflex was found which can create an on/off condition during operation on dc power. The rear case assembly (including the back flex) was replaced.

Event description:
It was reported that a spectrum pump shuts down intermittently. Any pt involvement is unk.